Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was damaged. The following information was received by the initial reporter with the following verbatim: when spiking a bag of potassium phosphate, the spike of the IV tubing broke off into the IV bag, making the bag unusable. Pharmacy had to mix a new bag and so there was delay in the patient receiving the medication. (Pictures attached) 1. Are you able to provide the date of event in format dd-mmm-yyyy? 28-04-2024. 2. Are you able to provide the batch/lot number? Unknown. 3. Was issue being described noted before, or during used? During use. 4. Was there any patient involvement? No. 5. Any adverse events or serious injury reported to patient or healthcare professional? No. 6. What was the patient outcome? Unknown. 7. Was there any delay of, or change in, the course of treatment due to this event? ¿pharmacy had to mix a new bag and so there was delay in the patient receiving the medication.¿. 8. What procedure was being performed? Infusion of IV fluid/medication. 9. What medication was used in the procedure? Potassium phosphate. 10. Was there any medical intervention due to this event? No. 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. Unsure at this time. If so, please send to address below.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the IV spike separated could not be verified due to the product not being returned for failure investigation. A device history record review for model 10802688 lot number 24039369 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.